Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for the evaluation. Omsc could found and identified that the ultrasonic transducer surface of the subject device chipped. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Since omsc could see the many chipped parts on the ultrasonic transducer surface of the subject device, it was omsc surmised that the reported phenomenon was attributed to physical stress by dropping and/or knocking the affected part to the hard surface/object due to inappropriate handling by the user. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not be returned to omsc for evaluation, and the exact cause of the reported event could not be conclusively determined yet. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center, it was found that the ultrasonic transducer surface of the subject device partially peeled off and had a scratch. There was no report of patient injury associated with this event. The user facility did not provide the other detailed information.